Event description:
It was reported that pump experienced malfunction alarm with code 9, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with assistance using provided instructions, did not experience repeat malfunction, was advised to continue using pump, and was instructed to call back if malfunction alarm occurred again.